Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that a cause for the reported tip detachment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera delivery system was flushed while in the housing and the delivery system was removed from the housing without incident. When the delivery system was about to be backloaded on to the guide wire, the tip was noted to have separated from the delivery system. There was no patient involvement with this device. Another same size supera was used to complete the procedure without further incident. No additional information was provided